Event description:
It was reported that the patient received inappropriate atp and hv therapy for an svt rhythm. Review of the episode via remote transmission revealed oversensing of svt and intermittent atrial undersensing. Programming changes were recommended.